Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a ventral hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). On an unreported date the patient was hospitalized for the hernia event. It was reported the patient had a catheter placement (unspecified). Treatment for the hernia was not reported. The cause of the hernia was unknown. At the time of this report the outcome of this hernia event was not reported. No additional information is available as the nurse did not feel comfortable providing any other information.